Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic in back-up vvi. The patient¿s implantable cardioverter defibrillator remained in back-up vvi after the cybersecurity upgrade was attempted. A device restoration was then successfully performed. Subsequently, the cybersecurity upgrade was also successfully performed. The patient was stable throughout. The patient will continue with regular follow-up.